Manufacturer narrative:
Follow-up #1: date of submission 02/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2016 with the following findings: there was evidence of moisture behind the display lens and on the underside of the battery cap. Unrelated to the original complaint, the display was dim and discolored with multiple colored lines throughout. There was no vibration at power up. There was a crack near the display lens and the leak test failed. The pump was opened and there was evidence of moisture internally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.